Event description:
The company received info that suggested that the cuff leaked shortly after the tube was placed in the pt. The customer did not report any pt harm. The customer indicated that the sample will be returned for evaluation.